Event description:
This lead was implanted on (B)(6) 2011 and still remains implanted at this time. A call placed to technical services on december 09, 2016 stated that the lead had a low out of range pacing impedance measurements. Lead was revised. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).